Event description:
It was reported that after being cleaning, thermal damage was found on the long bipolar grasper instrument. There were no reports of patient injury. On (B)(6) 2022, (B)(6) was contacted and additional information was obtained about the complaint: the patient's demographic information was provided. There was no thermal damage noticed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Visual inspection found no thermal damage to the instrument. The instrument did not exhibit any burn marks or melting to suggest thermal damage. Additional findings not reported by the customer were also identified. The instrument was found to have a damaged bipolar yaw pulley. The root cause of a damaged yaw pulley was attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have damage to the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument. A review of the long bipolar grasper instrument logs for part #: 471400-10 batch/lot # k10211206-0034 associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 8 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Importer is blank because it is unknown if the initial reporter submitted a report to the FDA.